Event description:
It was reported that the patient was brought to the operating room due to malfunctioning an artificial urinary sphincter (aus) device. Upon inspection of the pressure regulating balloon, it was observed that there was a break in the line that was causing fluid leak. The aus was device was replaced with new device. There were no patient complications.